Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the packaging of the device.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was not used for any procedure on (B)(6) 2024. When the device arrived, the packaging was found to have been stained. There was no patient involvement in this event.